Event description:
It was reported that during a da vinci-assisted surgical gastrectomy - total surgical procedure, the harmonic ace instrument stopped working after part of the protection on the instrument became loose. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the harmonic ace instrument stopped working after part of the protection on the instrument became loose, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found the harmonic ace instrument insert was returned with the teflon pad missing from the clamp arm. The teflon pad was not returned along with the insert. The root cause of this failure is typically attributed to the user. Additional observation not reported by site: the harmonic ace insert was found to have a damaged blade. The blade was found with mechanical indentations. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is typically attributed to mishandling/misuse. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.